Event description:
Customer reported that he experienced high blood glucose over 500 mg/dl. Customer stated that he just got a new insulin pump and it is erasing the bolus wizard information on its own. Customer also stated he is receiving continuous calibration errors and change sensor alerts. Customer was advised to check the alarm history; he found multiple threshold suspend alarms. Customer stated he has never removed the battery for more than 10 minutes. Customer went to the doctor and found that the basal rates had been removed from the insulin pump. Device passed the self test. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.